Event description:
It was reported that customer experienced touchscreen issues for several days, including slow response, unresponsive areas, and screen turning off for a long time, after which pump allowed unlocking but did not allow navigation to further menus. There was no adverse impact to the customer¿s blood glucose level. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.